Manufacturer narrative:
Controls were within range prior to sample measurement. A general reagent or analyzer problem was not present. Isolated non-reproducible results do not represent a general malfunction of the assay. A review of the alarm trace from (B)(6) 2025 showed no relevant alarms. The alarm trace on (B)(6) 2025 showed a reagent film detection alarm, a sample short alarm, and sample foam alarms. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit. The first sample initially resulted in a troponin t value of 53.1 ng/l. The sample was repeated twice, resulting in values of 14.6 ng/l and 16.4 ng/l. The second sample initially resulted in a troponin t value of 222 ng/l on (B)(6) 2025. The sample was repeated two times on (B)(6) 2025, resulting in values of 52.7 ng/l and 51.4 ng/l. The sample was then ultracentrifuged and repeated on (B)(6) 2025, resulting in a value of 51.2 ng/l.